Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the scs randomly stopped with no positional change in time gaps of 10-15 minutes. The consumer questioned if this was due to lead migration. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting their stimulation turning off first started in (B)(6) 2020. Steps taken to resolve the issue of their stimulation turning off was the patient called the manufacturer and they turned off adaptive stimulation. The patient weighed (B)(6) at the time of the report. No further complications were reported/anticipated.